Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon burst and caused the implanted stent to migrate. The 98% stenosed, 38mmx 3.00mm target lesion was located in the severely tortuous and severely calcified rear divarication in the midsection and distal part of the right coronary. A 06/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the tip of the balloon was damaged and caused the unspecified implanted stent to migrate and deform. It was also further noted that the balloon burst. No patient complications were reported and patient¿s status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified inflation media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the inflation media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure. The balloon was inflated to its rate of burst pressure of 12atm (atmospheres) without issue. A vacuum was then applied. The inflation device was verified at 12atm , before and after use with a calibrated pressure gauge. The rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and tactile examination identified a kink located approximately 40mm proximal of the guidewire port. This type of damage is consistent with excessive force being applied to the device. No other issues were noted which may have potentially contributed to the complaint incident. A visual and tactile examination identified multiple kinks along the length of the hypotube. This type of damage is consistent with excessive force being applied to the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that the balloon burst and caused the implanted stent to migrate. The 98% stenosed, 38mmx 3.00mm target lesion was located in the severely tortuous and severely calcified rear divarication in the midsection and distal part of the right coronary. A 06/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the tip of the balloon was damaged and caused the unspecified implanted stent to migrate and deform. It was also further noted that the balloon burst. No patient complications were reported and patient¿s status was stable.